Event description:
The patient underwent an endovenous laser treatment. A report from the physician indicates that during a follow-up visit, a fragment which may be a piece of laser fiber was visible via ultrasound. Vsi is waiting for additional information regarding the circumstances and resolution of the event.